Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer is to use multiple daily injections (mdi) as backup therapy while a replacement pump is sent by technical support.